Event description:
It was reported that insulin was leaking past the o-rings. Advised the customer to save and send the defective reservoir next time the leaks happen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.